Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted a beeping tone four times. In addition, the patient noted that this device was flickering on the chest wall since replacement or implant. Boston scientific technical services consultant (ts) discussed the reason how device could beep and referred to a clinician for data review. As of this time, this ICD remains in service. No adverse patient effects were reported.